Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a spontaneous rupture event affecting the left prosthesis which was diagnosed during a physical exam with a healthcare professional. As a result, the patient underwent removal and replacement on (B)(6) 2021. Refer to manufacturing report number 1645337-2021-13636 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a spontaneous rupture event affecting the left prosthesis which was diagnosed during a physical exam with a healthcare professional. As a result, the patient underwent removal and replacement on (B)(6) 2021. Refer to manufacturing report number 1645337-2021-13636 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2021, mentor was notified that the patient was 61 years old at the onset of the adverse event. Furthermore, the patient was identified as non-hispanic/latino and caucasian. Manufacturer¿s reference number: (B)(4).